Manufacturer narrative:
Report 2 of 4. See 1920664-2014-00027, 1920664-2014-00040, 1920664-2014-00041.

Event description:
The user facility in (B)(6) reproted a scleral tear as the instrument was in contact with the pt's eye. Suture was required to close the wound.